Event description:
Smiths medical intl ltd., has been notified of an event that the nurse noticed that the inflation line got trapped under the pt's head, pulled the line and found detachment of the pilot balloon. Tube had been in place for fifteen days. No adverse outcome to pt. Event occurred at another country hosp.